Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak on unicel dxc 800 pro synchron clinical system. The customer stated the cap piercer wash cup was not draining and fluid was spilling over into the lower compartment. There was no effect to patient or users.

Manufacturer narrative:
Bci field service engineer (fse) was on site on (B)(4) 2011. The fse replaced valve 3, cts slide, and quad ring. The fse flushed waste line with bleach and water. The fse verified instrument operation by priming more than 50 times. The issue was resolved.